Manufacturer narrative:
A bec field service engineer (fse) was dispatched and replaced the pinch valve (pv43) tubing which opens the drain path from low vacuum and waste chamber. This resolved the issue. The root cause of the leak was due to a damaged pinch valve tubing (pv43). Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that approximately 50 cubic centimeters (cc) of clenz was leaking from the coulter® hmx autoloader analyzer instrument. The customer was replacing the clenz when the leak was observed coming from what appeared to be the pinch valve (pv43) tubing. The customer was wearing eye protection, gloves, and a lab coat at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. Patient treatment was not affected in this event.